Event description:
An eleven minute carpal tunnel surgery was performed. When the drape was removed, there was damage to the skin requiring suturing.

Manufacturer narrative:
The sample was apparently discarded by the customer. The two inch double coated tape used for the drape has a pressure sensitive acrylic adhesive. There have not been any changes to the component that would account for this incident. The results for the adhesion and liner release were within the required specification values for the tape used in the manufacture of this particular lot. Statistical process techniques are used to assure a consistent, uniform material. The situation reported appears to be isolated. We will continue to monitor for complaints of this nature.